Event description:
It was reported that a pump repeatedly administered large amounts of insulin boluses on its own over the course of several days. Customer's blood glucose was not provided. No additional information regarding corrective actions or outcomes was provided.

Manufacturer narrative:
Additional information was received on (B)(6) 2026, stating the distributor received confirmation from the patient that the boluses were manually administered by the patient and that the incident was not due to a malfunction of the device.